Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the initial implantation procedure due to the surgeon noticing a big defect in the middle of the optic. Account indicated that there was a delay in the procedure; however, the procedure was completed successfully using a backup lens. Patient's daily activities were not significantly affected. No further information provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.